Manufacturer narrative:
Concomitant medical products: cook sphere inflation device, cid-60-15. Boston scientific wire guide 0.025-250, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was received with contrast liquid in it. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed from a pinhole in the middle of the balloon. The wire guide associated with this device was not included in the return of the device. There were no kinks observed throughout the length of the catheter. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated that the balloon was used during sphincteroplasty of the papilla. The intended use of the device is as follows: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: ¿do not use this device for any other purpose other than stated intended use." A pinhole in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the balloon was used off label, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. At that time the physician attempted to perform a sphincteroplasty and utilized the hercules balloon to dilate the papilla [off label use]. During the dilation, the hercules balloon did not hold pressure. The cook clinical specialist recommended removing the balloon. The balloon was removed and tested outside of the patient's body. It was noted that the balloon would not hold pressure and leaked fluid. The procedure was completed successfully with a second hercules balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.